Manufacturer narrative:
The hmbl-4-tri device of lot number unknown involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. It can be noted that the user returned hmbl-4-tri devices of the following lot numbers, 1 x c1635447 ,3 x c1635435, 2 x c1638885, 1 x c1635441, 15 x c1539496, 15 x c1639494, 7 x c1634240, 4 x c1635445, 2 x c1634498, 1 x c1642575 which were returned unused. It was noted during preparation of the devices for decontamination that some of the returned stock had compromised security seals. Additional files were opened to investigate the lifted security seal as follows on the unused stock. An investigation was conducted into the unsticking of silver seal tape on the clamshell, as the silver seals would indicate the packaging is unopened to the user. If the user was to receive the devices with both security seal open, the user does not know it the devices were unused. As the returned unwanted stock had both seals unstuck, an investigation was opened to determine what caused the seals to be open when the user indicated they did not open the devices. This file is linked to complaint file pr 299968 / MDR ref#3001845648-2020-00337 and have been stated as occurring in the same procedure with the same patient (female) and occurred on the 08th of may 2020. Prior to distribution hmbl-4-tri devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for hmbl-4-tri of lot number unknown could not be completed. As per the instructions for use, users are advised of the following: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to joints, cracks or breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the IFU states that ¿ maintain suction of haemorrhoid by keeping suction port covered. Deploy band by slowly rotating suction spool downwards until tension is released.¿ ¿uncover suction port of ligator to relieve suction on haemorrhoid. This will allow ligated haemorrhoid to be released from tip of device.¿ there is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to user technique; if suction was not released or too much tissue was sucked into the tip of the device, this may have caused the bands to slip off the haemorrhoid as the tissue may not have bulged around the band holding the bands in place, or if the user did not begin at the most proximal location from the anal sphincter and proceed distally resulting in passing the shortshot over a previously placed band this may dislodge the band. Customer complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental follow-up report is being submitted to the complaint due to the file being amended to remove manufacturer and expiration dates as the lot number of the complaint device is unknown. The investigation was also completed on (B)(6) 2021 and this report will also include the completed investigation and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User sucked the hemorrhoids in place and rotated the spool releasing the band, but the band has no elasticity. Band didn't shrink. User changed another same device and checked the function while found out the band didn't shrink neither. User then complaint the rest of the same product on hand. Sales rep. Mentioned through phone that user facility store the product in operation room during covid-19 quarantine and keep doing operating room disinfection regularly.